Event description:
It was reported that post-operatively to a successful cryo ablation procedure, asymptomatic phrenic nerve injury was present at the time of discharge. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.